Manufacturer narrative:
The instrument has been returned and evaluated by the failure analysis (fa) team. Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.12" x 0.301" was found to be broken off. The broken piece was returned.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the tip of the mega suturecut nd fell off. The piece was retrieved. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the robotics coordinator and obtained the following information: one of the tips/jaw of the instrument broke and fell into the patient. The surgeon was grabbing the needle when the instrument broke. The customer said they used a grasper instrument to retrieve the fragment in the same procedure. No post operative tests were performed and there was no injury to the patient. Both the fragment and the instrument will be returned for analysis.